Event description:
It was reported that during a colectomy, at the first firing, the surgeon was unable to fire the device. He used a second device with the same result. He then used a device from another company. The or manager in his attempt to check the second device managed to fire it, keeping the device open. No fragments were generated. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: 363a41. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position and with the doghouse damaged. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. These conditions are consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. The damage of doghouse is caused when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.